Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedance measurements just prior to device changeout. The lead was subsequently found to be fractured at the suture sleeve area where the lead had been cut. The lead damage was visually observed. Boston scientific technical services (ts) discussed that repairing the lead was not recommended. However, the physician felt that the patient did not respond to the initial biventricular device and wanted to assess further to determine if the patient would need to have the lead replaced. The physician repaired the lead and was able to get the lead to function but the patient, later, experienced diaphragmatic stimulation which could not be programmed around. The new device was then reprogrammed to rv-only pacing. Additionally, it was noted that the lead continued to exhibit high pace impedance measurements through both the new device and a pacing system analyzer (psa). At this time, the lead remains in service. No additional adverse patient effects were reported.